Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device had a power on reset and the telemetered battery voltage was lower than the voltage shown on the carelink transmission. The device is still in use. No patient complications have been reported as a result of this event.